Event description:
The bed would not allow staff to operate it manually or non-manually. Met with resistance when trying to push the bed. Very difficult to push. Felt like it was being pushed through sand. Bed difficult to move even though green lights were illuminated.